Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the clinicians chose to intentionally undersense the atrium to address the ffrw oversensing. It was noted that the patient¿s real p-waves were not being sensed on the presenting electrograms (egm). It was also noted that dyssynchronous rhythms were being created by atrial pacing amid the patient's undersensed and sometimes conducted intrinsic p-wave. Several days later, it was noted that there was ra undersensing leading to overpacing and functional non-capture. The ra lead was reprogrammed. The ra lead was sensing true p-waves appropriately and there was no ffrw oversensing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient c omplications have been reported as a result of this event.